Manufacturer narrative:
Analysis: upon receipt, visual inspection shows no outward signs of physical damage or abnormalities to the device. However, the pod arms were slightly bent. Further inspection of the headlink assembly did not identify any sharp edges, burrs or rough areas on the collet or pods of the tissue stabilizer. A review of manufacturing records did not indicate any non-conformances prior to being released for distribution. Conclusion: based on the information provided and analysis results, user interface contributed to this event. The abrasion was repaired and the patient fully recovered from the CABG/valve procedure. There are currently no trends regarding this issue. Medtronic will continue to monitor the field performance to detect similar events, should they occur.

Event description:
Medtronic received information that while performing a distal anastomosis during an on-pump bypass procedure, an abrasion/tear of the myocardium was observed at the transition of the foot tube attachment (not the ball) to the plastic sleeve of this tissue stabilizer. It was noted the case was a combination CABG/valve with the bypass procedure performed first off-pump. The abrasion was easily repaired when the patient was converted to on-pump for the valve replacement. The tissue stabilizer was returned for analysis.